Event description:
It was reported that approximately seventeen months post stenting procedure in the saphenous vein graft with two xience v stents, one 3.5 x 8 and one 3.5 x 18, the patient was hospitalized with burning chest pain radiating to left arm and jaw. The patient's cardiac enzymes were elevated with ECG changes which was diagnosed as a non q-wave myocardial infarction. On (B)(6) 2011, the patient underwent a coronary artery bypass graft in the index target lesion. Although the patient's condition is continuing he was discharged from the hospital on (B)(6) 2011. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): used to treat saphenous vein graft. There was no reported product deficiency. The reported angina, pain, re-stenosis and myocardial infarction are listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. It was reported that the xience stent was implanted in a saphenous vein graft. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.